Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the failure of the converter, which might be caused by the aging degradation of the converter component if the subject device was used more frequently because more than four years had passed since manufacturing, or by the accidental failure of the converter component. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the reported event was duplicated. Also, it was found that the subject device gave the emergency lamp error and that the power supply unit of had failure. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the emergency lamp of the subject device lit up instead of the examination lamp. There was no report of patient injury associated with this event.